Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the product tank has a faulty check valve. No other information provided. As stated on the repair statement additional malfunction on this device: on/off switch has no alarm.